Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead migrated. The physician confirmed migration via x-ray. The patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post-operatively.